Event description:
It was reported that the procedure was to treat a tortuous and calcified lesion in the mid left anterior descending artery (lad) with 99% stenosis. Pre-dilatation was performed with a 1.5 x 12 mm unspecified non-compliant balloon. Then, the xience v 2.75 x 28 mm stent was implanted. Post stent implantation, a distal edge dissection was observed. A xience v 2.5 x 15 mm stent was implanted to cover the dissection. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency. The reported patient effect of dissection is a known observed and potential adverse event as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.